Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thr surgery, the polarcup reducer part for impactor broke. The procedure was resumed, without any delay, by changing the surgical technique. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H11: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the impactor tip broke during use. However, upon visual analysis of the returned device, it was determined that the issue does not meet the criteria to be reportable, since the tip is severely deformed instead. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.